Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with oversensing, a high number of short v-v intervals, and low impedance. The lead was explanted and replaced. During the lead extraction, an un-dissolved cephalic suture caught on the superior vena cava (svc) coil when withdrawing the lead. It was removed with scissors and may have caused superficial damage on the lead. The implantable cardioverter defibrillator (ICD) was also explanted and replaced due to possible oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.